Event description:
Caller reported damage to the pump's housing and usb port, which affected the ability to charge the pump. However, the pump did not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to allow the pump¿s battery to deplete entirely before returning it and was sent a replacement pump with updated software. The caller was advised to program their settings and connect their cgm to the new pump. A pre-paid label was provided for the return of the damaged pump, which needed to be returned within 10 days to avoid additional charges. The caller agreed to these instructions and requested a signature for the delivery of the replacement pump.